Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one 3-l, 12 fr x 20 cm catheter and one swg were returned for evaluation. No defects or anomalies were observed on the returned catheter during visual inspection, without magnification. The swg was kinked approximately 20 cm from the distal tip & 5 cm from the proximal tip. The returned swg was inserted into the distal end of the catheter. Resistance was encountered as the catheter was advanced over the swg. Since the catheter was kinked, the test was repeated with a .035 inch diameter swg & a similar result was obtained. The device history for the catheter were reviewed with no relevant findings. The report of difficulty passing the swg through the catheter was confirmed through functional testing of the returned sample. The potential cause of this issue is manufacturing related since the investigation of similar complaints found the lumens inside the juncture hub to be deformed. A CAPA has been initiated to address this issue.

Event description:
It was reported that after the spring wire guide (swg) was inserted, the clinician tried unsuccessfully to advance the catheter over it. As a result, the catheter was exchanged; however, the clinician met with the same issue with the new catheter as well. There were no reported patient complications.